Event description:
The customer contact reported air in the tubing set distal to the air eliminating filter. The tubing set was being used to deliver an unspecified solution, at unspecified rate, via a gemstar pump. After an unspecified length of time, an unspecified volume of air, reported as micro bubbles, was noted distal to the filter of the tubing set. It was reported that an unspecified volume of bubbles were delivered to the pt. The customer contact reported that the air was not removed from the tubing set because the bubble were reported a small; therefore, the tubing set remained in clinical use. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.